Event description:
Patient reports pausing treatment after experiencing extreme pain as if the teeth were going to fall out with aligners 13 to 15 with sudden itchy (allergic) sensation. The attending dentist did not have additional input. As a result, the current aligners don't fit, the teeth quickly separated, patient reports discomfort, sensitivity, and inflammation. Attempted to use older aligners but they didn't fit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.